Manufacturer narrative:
Device is a combination product. The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2018-06824 . It was reported that vessel blockage occurred and the patient died. Vascular access was obtained via the femoral artery. The 50mm x 2.50mm, diffused target lesion was located in the left anterior descending artery (lad). Following pre-dilatation, a 2.50x20mm promus element¿ plus drug-eluting stent was deployed at the distal end of the lad and a 2.50x28mm promus element¿ plus drug-eluting stent was deployed at the proximal end. However, during post dilation with a balloon, the physician encountered that the lad was blocked again and the patient's hemodynamic started to become unstable. The patient arrested on the table and died. The physician was not sure of the reason of the incident.